Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in a mildly calcified common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, when the plunger was pulled back the sheath separated from the metal shaft. Forceps were used to remove the sheath from the access site. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 16f and the tavr procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment at the guide was confirmed. In addition, analysis of the returned device found the posterior foot was separated and not returned with the device. A conclusive cause for the reported needle to cuff miss/ suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.